Manufacturer narrative:
Investigation summary: after a cross-functional review, it was determined that the console was the potential cause of the placement signal issue. Please refer to (B)(4) (pi-17694380967556310) for an investigation into ic6450. Due to a lack of clinical information on how the pump became out of position, the root cause of the device in the wrong position cannot be established.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that a placement signal unreliable alarm sounded. Pressures, flows, motor current, pump position, and patient hemodynamics were all checked.